Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2014 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 9 years and 2 months after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. There is no other information available.

Manufacturer narrative:
1038671-2024-04490 1038671-2024-04489 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04490, 1038671-2024-04489. This follow-up report is being submitted to relay additional and/or corrected information. . The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, patellar loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.